Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the item was not showing up in the patient profile when attempting to dispense phytonadione 5 mg tablets. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not showing up in the patient profile. A technical support specialist restarted the asp synchronization and relaunched the application, after which the item was successfully displayed for the user to override. The system functioned as intended after the technical support specialist troubleshot the device.